Event description:
Following successful angioplasty in the right internal carotid artery (ica), intravascular ultrasonography revealed intraluminal thrombus at the ica distal to the stenosis. The thrombus was aspirated using a filter protection device. Angiography revealed the thrombus was cleared from the ica and distal migration of the thrombus in the external carotid artery. A stent was placed at the stenotic lesion without complication. Angiography taken after the stent was dilated demonstrated flow impairment in the right ica without evidence of occlusion of the intracranial vessels. The filter basket was aspirated and then removed. Final angiography demonstrated sufficient dilation of the lesion without thrombi. The next day, diffusion-weighted MRI showed small bright lesions in the right cerebellar hemisphere, no neurological deficits developed post procedure and the patient was discharged two weeks later.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B) (4).

Event description:
Following successful angioplasty in the right internal carotid artery (ica), intravascular ultrasonography revealed intraluminal thrombus at the ica distal to the stenosis. The thrombus was aspirated using a filter protection device. Angiography revealed the thrombus was cleared from the ica and distal migration of the thrombus in the external carotid artery. A stent was placed at the stenotic lesion without complication. Angiography taken after the stent was dilated demonstrated flow impairment in the right ica without evidence of occlusion of the intracranial vessels. The filter basket was aspirated and then removed. Final angiography demonstrated sufficient dilation of the lesion without thrombi. The next day, diffusion-weighted MRI showed small bright lesions in the right cerebellar hemisphere, no neurological deficits developed post procedure and the patient was discharged two weeks later.